Event description:
This is a spontaneous case report received via news article from a female consumer of unspecified age in united states on (B)(6) 2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The consumer reported that after having essure inserted she experienced pain and eventually underwent a hysterectomy. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She underwent a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. No active follow-up will be pursued, since this case was obtained from a news article.

Manufacturer narrative:
Follow-up received on 18-apr-2016 - quality-safety evaluation of ptc: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced pain. She underwent a hysterectomy. The reported event was considered serious due to its medical importance and is listed according to essure's reference safety information. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this particular case, limited information was provided. Nevertheless, given event's nature; causality with the suspect insert cannot be excluded. This case was considered an incident, since device removal was required. According to product technical analysis, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. No active follow-up will be pursued, since this case was obtained from a news article.